Event description:
It was reported that a few hours after the implant procedure, this right atrial (ra) lead displayed low sensing and no capture. A revision procedure was performed the following day and the ra lead was successfully repositioned. No additional adverse patient effects were reported.